Manufacturer narrative:
1627487-07262012-002-r, 1627487-05242011-002-r. This ipg serial number was included in field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient discontinued charging the system a while back. As such, the ipg was inoperable and would no longer communicate with the patient programmer and charger. Surgical intervention is planned to address the issue.

Event description:
It was reported that the ipg was explanted and replaced on (B)(6) 2019.

Event description:
It was reported that the patient has effective therapy post operatively.